Manufacturer narrative:
Product ID 3708240, serial# (B)(4), implanted: 2006 (B)(6); product type extension product ID 3998, lot# v011552, implanted: 2006 (B)(6); product type lead. (B)(4).

Event description:
It was reported that her implantable neurostimulator (ins) had shocked her legs for "about the last five, six years". It was noted that "all" the ins did was shock her legs, but it helped her so that she could walk. Additional review indicated only the information regarding the implantable neurostimulator (ins) shocking pertains to this manufacturer¿s report. All other information involving the loss of effect pertains to MFR report # 3004209178-2013-06572. Any additional information not related to the shocking will be reported MFR report # 3004209178-2013-06572.